Manufacturer narrative:
Device return date unknown. The device was returned for investigation. Upon evaluation of the device, a no image issue was noted. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer asset, a no image issue was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the video connector has failed. Therefore, it was determined that the video function did not operate normally due to the failure of the video jacket, resulting in the phenomenon of ¿no image appeared¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The replacement of the cable unit (included cover connector) was required. Olympus will continue to monitor field performance for this device.